Event description:
This oxygen cannula is poorly made. The canula flips down and presses against the bottom of my child's nose so the oxygen stops flowing. This causes my child to not receive oxygen. The dme company switched to this brand to save money and this product is dangerous and causes my daughter to have dangerously low oxygen levels. She needs oxygen every night to survive. This company has cut corners and has made a dangerous product that is misshapen and should not be given to people who need oxygen to survive, especially a child. Product details: sunset healthcare solutions. Pediatric soft cannula with 7ft six channel supply tube.